Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error alarm. Customer does not recall anything significant leading to the alarm. Customer does not know blood glucose. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.